Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
The customer reported when they are doing lab draws from the maxzero in the ICU, l&d, and med-surg areas of the hospital, they are experiencing leakage of blood outside of and over the "end cap" from the maxzero that occurs on the second blood draw (not the initial discard draw). The leaking is significant enough for the nurse to have to change her gloves as they were saturated in blood. There has been extensive training in the use of maxzero at the hospital. The customer has changed over to maxplus until this issue has been resolved.

Manufacturer narrative:
Correction to initial reporter address.